Event description:
The consumer was inquiring on purchasing a new ac adapter for her bp7250 unit. She stated the ac adapter caught fire but no one was hurt. She was advised to make sure to properly dispose of the adapter. She stated she will not accept calls so the supervisor will need to email her to follow-up. Omron customer service representative sent multiple emails requesting additional details. The consumer has not answered any emails to follow-up.

Manufacturer narrative:
A postage label has been sent for retrieval of the home unit for inspection. A root cause has not been determined. It has not been confirmed if the device caused or contributed to the reported incident; however, due to the customer reporting the adapter caught fire this medwatch is being filed.

Manufacturer narrative:
The device was not returned to the distributor/manufacturer for investigation. Here is the summary of the manufacturer device investigation: the manufacturer reviewed the qa test data/shipping inspection data and complaint history for similar issues. No issue/problem was noted during data reviewed by the manufacturer. The risk analysis document was reviewed and similar risk has been analyzed. Unit was not returned by consumer. The device was not received for evaluation; therefore, a device analysis could not be completed. No further investigation required.